Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the lead helix did not function properly during implant. A new lead was implanted.

Manufacturer narrative:
Analysis was normal.